Manufacturer narrative:
An event regarding infection involving a duracon femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: a review of the x-rays showed that no gross pathology was noted. No patient demographics, operative reports, or bacteriology reports were available, therefore there is no evidence that attributes faulty component design, manufacturing or materials to infection. -device history review indicated all devices accepted into final stock met specification. -complaint history review indicated there have been no other events related to infection for this sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of blood work for infection were not provided but there is no evidence that points to the device contributing to infection. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The doctor texted me this morning, a picture of an x-ray, and asked me to identify the implant. He informed me that another surgeon at pox had implanted in 2006 and it was infected. I told him I thought it was a duracon knee so it is a stryker product. He washed the knee out and tugged on the femoral component which came out easily. He decided to take the tibia out as well and perform an extensive washout followed by insertion of cement beads impregnated with antibiotics. He is planning stage 2 reimplantation soon. Left side.

Manufacturer narrative:
The following devices were also listed in this report: dura duration a/p tib med 9; cat# 6642-1-709; lot# 16933901. Duracon universal b/p non-beaded; cat# 6632-3-620; lot# rvbm. Duracon symmet duration 33x9mm; cat# 6642-2-630; lot# 170095. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The doctor texted me this morning, a picture of an x-ray, and asked me to identify the implant. He informed me that another surgeon at (B)(6) had implanted in 2006 and it was infected. I told him I thought it was a duracon knee so it is a stryker product. He washed the knee out and tugged on the femoral component which came out easily. He decided to take the tibia out as well and perform an extensive washout followed by insertion of cement beads impregnated with antibiotics. He is planning stage 2 reimplantation soon. Left side.